Event description:
It was reported that during the implant procedure, the right ventricular (rv) extended prematurely and was retracted. The physician was not able to find a suitable position for the rv lead, since the sensing value was very low and the capture threshold of the lead was also very high. After multiple attempts, it was also observed that the rv lead helix would not extend or retract normally. The physician elected to explant and replace the rv lead to resolve the event and the patient was stable with no adverse consequences.